Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has lines on the display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI and product information provided for original model/catalog, as per product labeling.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11 2249723-2024-0003996. Fields d4 from initial emdr are for original iabp cs100; however, this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog 0998-00-3023-53. UDI (B)(4), which was reported by the customer. A getinge field service engineer (fse) isolated failure to video receiver pcb. Replaced video receiver pcb. As a precautionary measure, replaced display controller pcb, luer ftting, and dc to ac inverter pcb. Performed complete pm with full calibration. Unit passes all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.